Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the abutment screw fractured. The remaining screw could not be removed from the implant. The implant had to be removed. Tooth location 10.

Manufacturer narrative:
The product was returned for evaluation.

Manufacturer narrative:
One spline® implant was returned for inspection with a separated restoration. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The coping and restoration contained the other half of the fractured screw. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Seating of prosthetic components: internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause cannot be identified. The following sections have been updated: the following section was corrected: weight: patient weight. Zimmer biomet complaint (B)(4).